Event description:
Information was received indicating that this ambulatory infusion pump lost its programmed settings after the pump's batteries died. It was noted that the patient was not using the pump when the error occurred. As a result of the lost programming, the patient used their back up pump. No adverse patient effects were reported.